Event description:
Caller states that the following readings were obtained on a patient with an inform system within 10 minutes: 138 mg/dl, 68 mg/dl, and 345 mg/dl. Patient was exhibiting hypoglycemic symptoms at the time of the first two readings (symptoms not provided). Patient was tested at 138 mg/dl and 68 mg/dl on the inform system. Patient was then tested on mother's consumer meter at 24 mg/dl (specific timeframe unknown). Based upon the reading of 24 mg/dl, patient was given 50 ml of dextrose. Patient was then tested at 345 mg/dl on the inform meter. A lab was drawn 10 minutes after the reading of 345 mg/dl, and reported at 210 mg/dl approximately 30 minutes later. Patient was using an "implantable insulin pump"(type not provided)that was dispensing humalog at a rate of 0.75 units/hour at the time of the incident. Requested return of suspect device and strips, and replacement was sent.